Manufacturer narrative:
(B)(4). Date sent: 6/27/2024. Additional information was requested and the following was obtained: "the surgeon was advised that the bags pierced so she checked with the camera to make sure no pieces were in the abdomen. Bag integrity checked on sterile table and no visible pieces were missing for both bags. After the incident, to ensure that no pieces of sac remained in the abdomen, the surgeon checked the abdomen with a camera and also checked the torn bags."

Event description:
It was reported that during an unknown procedure, bag of specimen was damaged (ruptured) when pulled on to get the specimen out.

Manufacturer narrative:
(B)(4). Date sent: 11/30/2023. D4: batch # unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "did any pieces fall into the patient? If yes, were they retrieved? Will all pieces be returned with the device? If no, were they discarded? Were there any patient consequences? If yes, please describe." Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.